Event description:
It was reported that during an angioplasty procedure, the catheter shaft elongated when attempting removal through the sheath. The sheath remained implace and two add'l catheter encountered the same problem. When the third catheter was removed, the procedure was considered complete. No pt injury or further complications were reported.